Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This is a report of a patient who experienced a break in aseptic technique further specified as touch contamination of the transfer set coming out of the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique while setting up for therapy. The break in aseptic technique was further specified as the patient touched the end of the transfer set. The patient was advised to notify their nurse regarding the event. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.